Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -7.50/1.0/074 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Pressure 16mmhg, open angle, were observed. Headache and vomit were occssionally felt by patient. Lens remains implanted. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2020, "sergeon is going to review patient in 1 month. No specifict action, only observation for now." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - "reportedly, the surgeon thinks the cause of the headache and vomiting is due to the patient's adaptation of the vision." Should be added to the initial MDR. Corrected data: b5 - "...implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020." Corrected to "...implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020." In the initial MDR. Claim#:(B)(4).